Manufacturer narrative:
As service visit has been performed and a sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a patient experienced a corneal burn at the incision site in both eyes during a cataract surgery. The procedure was completed an no sutures were required. The patient's postoperative status has not been reported at this time. The reporter indicated that due to the dynamics of the operating sessions, it was impossible to determine which handpiece was used in this patient. This report is for the patient's left eye (os). Additional information received from the facility indicated that the day they changed the handpiece, they did not have any further burns or problems during the surgeries performed. Additional information has been requested but not received to date. This is the thirteenth of thirteen reports being filed for this facility.